Event description:
Per the clinic, the patient experienced overgrowth of skin tissue around the abutment. The patient was prescribed a seven day course of oral antibiotics in 2013 (exact date not reported) and again in (B)(6) 2013 (exact date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.